Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the guide catheter shaft was compressed and severely kinked at its proximal section. The guide catheter proximal tubing was ripped due to the severity of the kink. Based on the information available and device analysis, the cause for the reported issues and analyzed anomalies could not be definitively determined.

Event description:
Analysis of the device revealed that the guide catheter shaft was broken. There were no clinical consequences reported to the patient.